Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services recommended device replacement, as the parameters cannot be reprogrammed and device data is limited. No adverse patient effects were reported. The device remains implanted and in service. The device replacement was scheduled for the following month. At the procedure, the device was interrogated and was found to no longer be operating in safety mode. Technical services was contacted and discussed that if the device experiences another reset, the device could revert back to normal operation temporarily, but the device will go back into safety mode; therefore, device replacement was still recommended. The device was then explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services recommended device replacement, as the parameters cannot be reprogrammed and device data is limited. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it had reverted to safety mode and it had undergone resets. Bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services recommended device replacement, as the parameters cannot be reprogrammed and device data is limited. No adverse patient effects were reported. The device remains implanted and in service. The device replacement was scheduled for the following month. At the procedure, the device was interrogated and was found to no longer be operating in safety mode. Technical services was contacted and discussed that if the device experiences another reset, the device could revert back to normal operation temporarily, but the device will go back into safety mode; therefore, device replacement was still recommended. The device was then explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.